Event description:
It was reported that, during follow-up, the device was unable to establish telemetry with the programmer. The programmer was rebooted and all the connections were double checked, but still no telemetry was established. The device therapies were switched off. A decision was made not to intervene and to discontinue follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).